Event description:
It was reported that several damaged instruments were found at the facilities sterile department. There are a total of four cervical spine locking plate screwdrivers of which three have broken tips and one has a bent tip. There are two drill guides that have broken tips. There is one antegra handle with a drill bit jammed inside of it which was noticed after it was washed. There was no implication that these events occured during procedures and involved any patient. This is report 4 of 5 for com-(B)(4). This report is for the 2 of 3 screwdrivers with broken tip.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: device was received with a broken distal tip. A review of the most current revision of documents was completed. The material and design are adequate for the intended use of this device. The self-retaining screwdrivers were returned and the complaint of broken tip was confirmed. Per the technique guide, part number 03.610.601 (locking driver) should be used first. If the self-retaining screwdriver is not fully seated in place and/or coaxial with screw, the driver is susceptible to bending failure of the prongs. Per previous evaluation, the torque force for a shear failure of the prongs for a fully seated in-place driver was calculated as 4.8nm. Based on the information above, the root cause for this failure is unknown but the most likely root cause is excessive force by clinician. Since it is unknown if the driver was fully seated and surgical technique of clinician this complaint is indeterminate from a design standpoint. In conclusion, proper use is critical to the success of this device, this complaint could have been caused by improper technique (excessive force, over torquing and/or improper manipulation). The design is adequate for its intended use and did not contribute to the complaint condition and it is consistent with the calculated risk assessment occurrence rate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.